Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the calculated battery percentage exhibited a significant decrease since the last interrogation. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient was hospitalized and device replacement was recommended. At this time, the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the calculated battery percentage exhibited a significant decrease since the last interrogation. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient was hospitalized and device replacement was recommended. The s-ICD was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned. A supplemental report will be send once analysis is concluded. This supplemental is being filled to update the fields b.2. Outcome attributed to adverse event, b. 5. Describe event or problem, d. 6b. If explanted, give date & h. 6. Adverse event problem (codes). Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.